Event description:
Patient was revised. Bone scan showed movement in cup. The cup was not loose, but not difficult to remove. (B)(6) 2012 - litigation papers were received. Litigation alleged acetabular cup detachment, disconnection, creation of metallic debris, and/or loosening, pain, inhibition of ability to walk, unnecessary and additional surgery, and/or other injuries presently undiagnosed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.